Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the patient had an ac separation that was initially treated with the ar-2270 dog bone implant. A few weeks later, the anchor in the corocoid had pulled out and was revised using a clavicle hook plate.